Manufacturer narrative:
H4: the lot was manufactured between march 7, 2024 and march 9, 2024. The actual device was received for evaluation. When the luer cap was opened, fluid was not observed flowing out of the flow restrictor. However, when force prime was performed, evidence of continuous fluid was observed flowing out at the flow restrictor. See attached photos. The device flowed normally after force prime was performed. Based on the analysis finding, the cause of the flow problem was use-related in which the user did not perform force prime to remove air bubbles inside the tubing line and inside the flow restrictor. The reported condition was verified. The cause of the reported condition was a user error. The product label (IFU, instructions for use) indicates the following: "if medication is not flowing at all to the distal end luer lock/flow restrictor, force prime as follows: first, attach a luer adapter (or stopcock) to the distal end luer lock/flow restrictor. Second, attach a syringe (10 ml preferred) to the luer adapter (or stopcock) and pull back the syringe plunger to apply continuous suction until fluid is observed in the syringe. Third, disconnect the syringe and luer adapter (or stopcock) from the distal end luer lock/flow restrictor. Visually confirm that the product is primed by observing two consecutive drops of medication from the tip of the distal end luer lock/flow restrictor.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume infusor. It was observed that after two days of therapy, the device had not delivered any of the medication. This issue was further described as, ¿drug was blocked and not coming out of the body¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.